Event description:
The patient reported difficulty charging their implant. A bsn representative analyzed patient's database and confirmed premature battery depletion. The patient underwent an ipg replacement surgery and is reportedly doing well.

Manufacturer narrative:
The complaint of premature battery depletion was confirmed. Although the explanted ipg passed all the functional tests, it exhibited excessive battery depletion due to high current leakage. The device characteristics had been changed prior to the implant. The source of leakage was found to be either analog or digital ic. Troubleshooting to specific component level is impossible since both analog/digital ics are covered in the epoxy resin top.

Event description:
The patient reported difficulty charging their implant. A bsn representative analyzed patient's database and confirmed premature battery depletion. The patient underwent an ipg replacement surgery and is reportedly doing well.